Event description:
It was reported that the patient never had therapeutic effect. Since the day after her surgery the patient had not had any pain in her arms and hands (original site of pain). The patient then reported new pain in her back between her shoulder blades. It was explained to the patient that this was not the original area of pain which the device was implanted for. Several reprogramming¿s were performed to attempt to capture the new area of pain. The patient and surgeon decided explant was indicated. Impedance testing, a CT scan, and reprogramming were performed and the system was explanted on (B)(6) 2014. It was unknown what the cause of the issue was or if it was resolved. At the time of the report the patient was alive with no injury. Additional information was received that stated the patient¿s story changed frequently so it was not really known if the patient ever received effective therapy for the pain she was implanted for. Sometimes the patient would say it helped and then other times she would say it didn¿t. One day the new area of pain had stimulation then the next day it didn¿t. The report of the patient never having therapeutic effect was reported due to the device not being able to cover the ¿new¿ pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no anomalies. There was an extra boot on the distal end of the extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, serial# unknown, product type: accessory. Product ID: neu silicon eanchor, serial# unknown, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).